Event description:
It was reported that during central processing, the user facility identified a broken cable on the fenestrated bipolar forceps instrument after it was cleaned. No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed that the pitch cable was broken at the distal end. The cable segment that contains the crimp was still installed in clevis and was sticking out at the clevis approximately 0.6180 in length. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. Electrical continuity passed. Additional observation that was not reported by the customer were bent grip tips. One grip was bent, causing side to side misalignment of grips. There was an 0.020 offset at the tips. No other damage found. Evidence not conclusive, but grip tip damage likely due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. Recurrence of the bent grip tips is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient.